Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 22:20:46. During night drain cycle two, the patient's ultrafiltration reading was 1193ml, indicating the home patient (hp) drained 1193ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1193 ml during therapy initiated on (B)(6) 2011 at 22:20:46, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the 1154817 clinical hazards list. Review of the event log revealed the cycle 2 received a partial fill. Cycle 2 drain was completed on (B)(6) 2011 at 00:37:12 and the user?s actual drain volume during cycle 2 was 1352 ml. The actual drain volume of 1352 ml is 90% of largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.